Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. An impedance check identified disconnected electrodes. Reprogramming attempts were completed but unable to restore adequate therapy. A lead revision was completed and therapy restored.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.